Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular lead, resulting in pacing inhibition. A lead revision was recommended. No adverse effects were noted.